Event description:
New information notes that the lead exhibited low impedance and a decrease in sensing amplitude. The lead was capped and replaced. The patient did not experience any adverse consequences.

Event description:
It was reported that an asymptomatic patient presented in clinic. Stored electrocardiogram revealed auto mode switch episodes due to atrial noise. The atrial lead also exhibited low impedance and sensing anomaly. In-clinic testing found impedance values within range and the noise could not be reproduced. The lead would be closely monitored. No intervention has been reported.